Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained for 9 residents and 4 staff members. One of the samples was repeated on the veritor, the result was not reported. All were repeated using a pcr test method and the results were negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The residents were moved to isolation, the 4 staff members were sent home for 4 day quarantine. (B)(4).

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of another MFR report that was reported for malfunction.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained for 9 residents and 4 staff members. One of the samples was repeated on the veritor, the result was not reported. All were repeated using a pcr test method and the results were negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The residents were moved to isolation, the 4 staff members were sent home for 4 day quarantine. Eua # 201889.